Event description:
Our sales rep, (B) (6), reported that he was observing a surgery procedure. During surgery the following happened: after compression the screw, the surgeon wanted to position the new screw. It was not possible for him to remove it with the emergency blade. With high efforts he removed the screw at least. After that our sales rep wanted to show the surgeon on the acryl glass demo block how the correct positioning is, he inserted the screw and noted that the connection between head and screw was loosening. The surgery was completed with a screw of a competitor.